Event description:
It was reported that the system intermittently stopped at 5 arrows (no boot). This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is available.